Event description:
Cervix dilated and instrument inserted. As instrument was being removed, the end of the instrument came off in view of lens. When it was not possible to remove, the surgeon was required to do an unscheduled vaginal hysterectomy. When the uterus was examined, the tip of the instrument and a small fragment from the tip of the instrument was found embedded in the wall of the uterus. Instrument will be sent to an outside company for evaluationdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, unanticipated adverse reaction - long term, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.